Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy the stapler fired and functioned normally however the scrub tech was not able to open the end effector after it was fired and removed from the patient. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5ax4p. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Did the jaws eventually open? Yes, scrub tech squeezed the closing trigger while simultaneously depressing the anvil release button; I do not recall her saying that she tried pressing the knife reverse switch; the manual override was not used. It's important to note that the device was fired, removed from tissue, and then removed from the patient successfully with no problem. It was only after the end effector was closed after being removed from the patient and then handed to the scrub tech that she (the scrub tech) was unable to open the end effector using the technique mentioned above.¿